Event description:
Retinal holes x2, cataract. I had laser prk in 2009 at (B)(6). On bilateral eyes. Immediately had dry eyes which felt like eyes being cut with knives upon waking every morning for almost a year and intermittent after the eyes very sensitive to touch and delayed reaction to physical stimulus . Tearing up frequently since surgery. Developed scarring and cataract in summer of 2019 to rt. Eye. Dx with retinal holes in (B)(6) of 2020 in same eye, when being assessed for cataract surgery. Now age (B)(6) years. Saw optician after noted pin point flashes to peripheral vision, cataract and scarring noted to right eye upon exam. FDA safety report ID #: (B)(4).